Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support icts) and there was a blockage in the cartridge. Reportedly, the customer was wearing the cartridge for 4 days. Cts informed customer that wearing the cartridge for 4 days is off label per the tandem user guide. Caller successfully changed the cartridge and resumed insulin therapy. Customer¿s blood glucose level was 120 mg/dl.